Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: one device was received and evaluated for the complaint regarding the needle button released event. Device #048607-4 was inspected, and the needle mechanism functions were tested and were verified to have operated as intended. The complaint could not be confirmed for this device.

Event description:
Patient started v-go therapy (B)(6) 2021 and that during the night the needle button accidently released prior to the completion of the 24-hour period. Patient replaced this v-go with a fresh v-go.